Manufacturer narrative:
(B)(4). This device not is sold in the u.s. However, similar device sold in u.s. Lot number is unknown. Potential lot numbers reported as: 71f16j0384 and 71f16l1086.

Event description:
The customer alleges that during routine care, it was noted that the patient was not sedated. The device was checked and a crack in the stopcock was observed. The device was in place for 24 hours. The stopcock was replaced without issue. No report of a patient injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted since the device was not returned for evaluation. Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed based on sales history and it did not reveal any manufacturing related issues. The probable cause of the leak in the stopcock could not be determined based upon the information provided and without a sample. No further action will be taken. Corrective action not required since the probable cause could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that during routine care it was noted that the patient was not sedated. The device was checked and a crack in the stopcock was observed. The device was in place for 24 hours. The stopcock was replaced without issue. No report of a patient injury.